Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services reviewed the available latitude data and confirmed that the device showed signs of the code 1003. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis.